Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding/ removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a table, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Allergan sales rep reported on behalf of the physician that a lap-band port was explanted due to an alleged "erosion in tubing by base of the port." The problem was noted when the physician made several attempts to access the port for an adjustment and was unsuccessful.